Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received yet.

Event description:
It was reported that when the patient presented to clinic for follow-up, an episode of lead noise reversion on right ventricular lead was observed. The episode appeared to be true noise potentially due to electromagnetic interference. Noise was not reproducible in clinic. Physician elected to continue to monitor the patient. Patient was stable.

Event description:
New information received notes that emi was not confirmed.